Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, right ventricular lead noise was observed. The noise was not reproduceable and no programming changes were made. The patient is asymptomatic and will be monitored.